Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had been doing well until approximately 4-6 weeks ago with decreased response. Testing of the battery in the office by both my nurse and the company rep showed minimal response from the interstim battery. Patient here for battery change, risks and benefits explained. The previous interstim battery was removed and new battery was placed. Plan was to have the patient follow-up in approximately 2-3 weeks to reevaluate the interstim battery. It was also indicated that there was no indication of migration. The chief complaint was overactive bladder. Urinalysis revealed trace of blood but negative on microscopy. The patient impressions were noted as urge incontinence, nocturia, incomplete bladder emptying and obesity.

Event description:
It was later reported that the patient had been doing well until approximately 4-6 weeks ago with decreased response. Testing of the battery in the office by both my nurse and the company rep showed minimal response from the interstim battery. Patient here for battery change, risks and benefits explained. This interstim battery was removed and new battery was placed. Plan was to have the patient follow-up in approximately 2-3 weeks to reevaluate the interstim battery. It was also indicated that there was no indication of migration. The chief complaint was overactive bladder. Urinalysis revealed trace of blood but negative on microscopy. The patient impressions were noted as urge incontinence, nocturia, incomplete bladder emptying and obesity.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's past implantable neurostimulator (ins) migrated too far out toward the hip, was sticking out, and was superficial, so they had to revise the pocket in (B)(6) 2011. The revision was 4 to 6 weeks after original implant on 2011 (B)(6). No trauma or falls were reported. There were no allegations of system use issues during the revision. The patient recovered completely. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.